Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further report that cardiac compass had invalid data on the implantable pulse generator (ipg). The ipg remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing and low p-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.